Event description:
Customer reported table motion problems and the system is displaying a motion error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the relay pcb. System operates as intended. (B) (4).